Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient¿s wife administered insulin (8 units) based upon the cgm value. No symptoms were reported. The patient had a seizure, and afterwards he still felt dizzy and unwell. His back, neck, and hand hurt because of the seizure. He did not want any medical intervention so his wife gave him a peanut butter sandwich and a dose of ativan (1 mg) to help his recovery. At some point during the event the bg finger stick value was 156 mg/dl. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. The product was not evaluated because sensor has been compromised and the environment in which the system failed cannot be replicated. A probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient experienced inaccurate cgm values. The event occurred 10 days after sensor insertion in the abdomen. The patient¿s wife administered insulin (8 units) based upon the cgm value. No symptoms were reported. The patient had a seizure, and afterwards he still felt dizzy and unwell. His back, neck, and hand hurt because of the seizure. He did not want any medical intervention so his wife gave him a peanut butter sandwich and a dose of ativan (1 mg) to help his recovery. At some point during the event the bg finger stick value was 156 mg/dl. No other patient or event details were available. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. The product was not evaluated because sensor has been compromised and the environment in which the system failed cannot be replicated. A probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).